Manufacturer narrative:
The customer reported that the central nurses station (cns) has a blank screen and does not display any image. Customer sent the device in for evaluation and repair. The problem could not be duplicated. The unit was tested for seven days and still could not be duplicated. The unit was tested and completed all steps in the maintenance check sheet per the service manual. Customer was informed that the blank display issue could not be duplicated. Unit was shipped back to the customer.

Event description:
The customer reported that the central nurses station (cns) has a blank screen and does not display any image.

Event description:
The customer reported that the central nurses station (cns) has a blank screen and does not display any image.

Manufacturer narrative:
Details of the complaint on (B)(6) 2018 (B)(6) health system reported the cns-6201a (pu-621ra sn: (B)(6)) had a blank display. Service requested repair. Service performed the unit was cleaned and evaluated. The reported problem was "blank display and is not showing an image". Unit was checked sw ver. 05-01 and could not duplicated problem. The cns was checked and troubleshooted but did not see any issues as the customer reported. Unit has been tested in extended test time for 7 days and still could not duplicated the problems as of now. Tested and completed all steps in the maintenance check sheet per the service manual. The unit completed 7 days of extended testing and operates to manufacturer's specifications. Investigation result(s) the cns warranty began 03/30/17, which is over 1 year prior to the reported issue. Review of device sap history found no previously reported issues with the display. Nka evaluation was unable to confirm the reported issue. The root cause could not be determined as unit was operating within specifications. Unrepaired unit returned to customer. Notification (B)(4) was opened on 08/06/19 for an unrelated issue, which suggests unit remains in use at customer site. Customer reported no further issues with display.